Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored atrial fibrillation (af) episode with oversensing of noise with low amplitude r-waves. The physician suspected an electrode fracture. Technical services (ts) analyzed device episode data and recommended that x-rays and in-clinic evaluations be considered. Additional information provided from the field indicated x-ray imaging was taken and the electrode was positioned higher-than-normal in the chest, however the system was still covering the heart. Testing of the system was only able to reproduce noise with various arm movements and the system was left in the primary vector. The electrode remains in service and no adverse patient effects were reported.